Manufacturer narrative:
Sample available but not returned at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
It was reported by the affiliate that during a nephrectomy procedure, as usual the surgeon used the device, but he couldn't keep doing surgery because the device didn't hold pneumo well. He changed the trocar to a new device. Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Event description:
Customer left voicemail on june 14, 2010 to a report a leaking set near the y-site closest to the patient. The y-site appeared to be crushed upon visual examination. This incident occurred on (B)(6) 2010. This incident occurred with the interlink continu-flo solution set, product code 2c6537, lot number sr10d12088. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. An actual sample is available for evaluation. No additional information was provided.

Manufacturer narrative:
The customer returned one actual sample of product code 2c6537, lot number sr10d12088. Visual inspection showed a deformed y-site and damage was observed on the side of the pouch. The assignable root cause is unknown at this time. A batch review was performed for the reported lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. The plant will monitor three lot numbers for effectiveness in regards to this report. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.